Event description:
The customer reported that the device failed to detect the patient connection and gave the "connect electrodes" message. The customer was using the kendall medi-trace electrodes and there was no information regarding patient skin preparation. Advanced life support (als) providers arrived at the scene six minutes following the customer arrival. There were no further details regarding the event or patient outcome available since there was no incident report created by the customer. There were no reports of any adverse effects to the patient due to the device use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported problem could not be determined.